Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an ilet that would not unlock, which resolved after placing the device on the charging pad and performing a restart. Symptoms included no reported adverse clinical effects. Outcomes included restored device function with normal operation following the restart. Investigation included telephone troubleshooting and user education. Investigation of this case revealed that the device responded to charging and reboot, and no further functional issues were observed during the call. It was concluded that the event was consistent with a transient device unresponsiveness that resolved with standard troubleshooting.